Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced. The manufacturer of the device is unknown..

Event description:
Healthcare professional reported, left side rupture. The device has been explanted and replaced. The manufacturer of the device is unknown.

Manufacturer narrative:
This medwatch is being sent to correct the aware date of the previous medwatch. It was reported as (B)(6) 2022. However, information regarding this adverse event was initially received on (B)(6) 2022.